Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. No corrective action is indicated. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing pain with and without device use. External equipment was exchanged however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.